Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles that 1 pen needle was missing the tear drop label. The following information was provided by the initial reporter: consumer reported found 1 pen needle without a paper tab on the non patient end. Paper tab missing and not in the box.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles that 1 pen needle was missing the tear drop label. The following information was provided by the initial reporter: consumer reported found 1 pen needle without a paper tab on the non patient end. Paper tab missing and not in the box.

Manufacturer narrative:
H6: investigation summary customer returned a single 4mm, 32 gauge nano pro pen needle. The tear drop label is not present. There is no evidence of damage to the surface of the pen needle around where the teardrop label would be placed. The rim of the outer cover of the pen needle appears to have adhesive present. A review of the lot history found no related incidents. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was unable to confirm the customer¿s indicated failure of a missing teardrop label. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.